Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Analysis found that a suretrack was used in this surgery and was noted to ave slipped from a competitor instrument.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that the surgeons used a cranial frame mounted to the vertek arm and mayfield for this procedure. The representative suggested spinning after incision was made to reduce the risk of navigation inaccuracy. They decided to spin before incision and upon beginning to navigate the instruments were showing deep. They did not want to re-spin and continued navigating by solely relying on trajectory. No impact to patient and no delay.

Manufacturer narrative:
A software analysis was initiated. The software analysis concluded that the software functioned as designed following review of the reported issue as it was noted that the reference instrument moved.